Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date of device breakage reported only as 2017 (B)(4). Date of implant is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient was implanted with a 6.5mm cannulated screw to treat an unknown proximal femoral fracture on an unknown date. Postoperatively, on an unknown date, it was identified that the screw had broken. On (B)(6) 2017, the patient was returned to the operating room where the broken device was removed and the patient was revised to another unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.